Event description:
During routine testing at installation of unit, customer reported the exclusion system could not be adjusted. Investigation/conclusion: the vaporizer was returned to the manufacturing site, and the exclusion pin was found to be missing. The assembly instructions were reviewed and found to be adequate. Assembly personnel were informed of the occurrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad variant operation and maintenance manual. This is the third MDR involving a tec 6 nad unit wherein the exclusion pin was missing.